Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient was readmitted due to complications one week post-operation. The patient reportedly returned to the hospital via the emergency room with ischemic bowel and an ileus. A leak was identified and another procedure was performed, but the patient expired during this secondary procedure. The surgeon said the anastomosis was open when he went in during the secondary procedure. The surgeon reported that the anastomosis that leaked was formed intra-corporeally on the right colon. The surgeon reported he is unsure why the anastomosis failed. No details on how the anastomosis was created were provided. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred; however, isi is requesting the customer return a sureform 60 blue reload as it is possible this reload caused/contributed to the leak. The logs for this procedure indicate the only da vinci reloads used were sureform 60 blue reloads. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by a technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: tip-up fenestrated grasper (part number: 470347-12 / lot number: u10220108-0032 / uses remaining: 5 ) a medical review was performed by an isi medical safety officer and the following information was provided: "based on the information in the description of event, without details of the type of anastomosis and where the leak occurred, insufficient information is available to evaluate any potential contributing factors where intuitive surgical products may or may not have contributed to this event." This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted right hemicolectomy procedure, the patient was readmitted due to complications one week post-operation. A leak was identified and another procedure was performed. The patient expired during the supplemental procedure seven days after the initial da vinci-assisted procedure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.